Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and capsular contracture, baker grade unknown.

Event description:
Patient reported ¿increasing cadence in flare-ups, including swelling in both breasts¿, ¿hot /burning feeling¿, ¿general feeling of malaise¿ (not device related), ¿stabbing pain in left breast¿, ¿back and under breast cramping¿, ¿resulting in both implants completely capsulated and potentially fixed to chest wall¿. Patient later reported "likely a return of my breast cancer, also in my liver and possibly lung", "some kind of severe auto-immune disease, particularly in contact with plastics" (which are both not device related), and "CT scans also show that I have lymph nodes that appear to still have silicon". This record is for the left side. Device has been explanted. Device return unknown.